Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. Visual inspection was performed with naked eye and magnification and a bent spike was identified. Functional testing and simulated therapy was performed and nothing was found that could have caused or contributed to the reported problem. The reported problem of connection issue between the spike of the transfer set and uv disconnect cap could not be verified/duplicated. The issue was determined to be a damaged spike. The cause of the damaged spike could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient/event as (B)(4).

Event description:
It was reported that a uv disconnect cap did not cover the spike of the transfer set completely when connected. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report one of two.